Event description:
A ophthalmic surgeon reported that the phacoemulsification tip was splits exactly at the curved, event occurs when the crystalline nucleus was still present, and the surgeon remove the fragment of the tip part during surgery with no injury to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached customer photo and video confirm the reported issue of the phaco tip splitting during surgery exactly at the curved part. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The report of a broken phaco tip is confirmed based on the photo and video attached to the parent complaint. However, because a sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was released according to the product¿s acceptable criteria, the root cause of the customer complaint issue cannot be determined. The exact root cause of this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).